Event description:
Discrepant advia centaur xp hbcm and hbct results were obtained on pt samples. The samples were retested on an ortho vitros system and results were reported out as an equivocal. There was no pt intervention or report of adverse health consequences due to the discrepant hbcm and hbct results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant hbcm and hbct results was due to the malfunction of the aspirate probes. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.